Manufacturer narrative:
Unit received with constant a39 alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, a21 error test and displacement test due to a39 alarm.

Event description:
The customer reported via phone call that insulin pump had off no power alarm and pump error alarm. Blood glucose was unknown. Troubleshooting was performed. Customer stated this was not the second occurrence of off no power without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.